Manufacturer narrative:
During the procedure, two transseptal punctures were performed under intracardiac echocardiogram guidance to access the left atrium using a st. Jude medical brk needle. Sheath used was a st. Jude medical long steerable agilis 8.5 french internal diameter. There was no ablation performed during the procedure. Smartablate generator displayed high impedance of more than 300 ohms on first attempt at ablation and physician was not able to continue. This safety setting prevented the generator from delivering radiofrequency energy. Force values of 0-70g were briefly observed. It is believed that the ablation catheter was zeroed after the septal dissection and the catheter may have been zeroed in the pericardial space. Irrigated catheter set at 2ml/min during mapping phase. Patient received anticoagulation with acts ranging typically more than 300 seconds. No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4) the device was not returned to bwi.

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch uni-directional catheter and suffered a cardiac tamponade requiring pericardiocentesis. Mapping was completed using a lasso catheter. At the beginning of the ablation phase, while manipulating the catheter, it slipped out of the left atrium back into the right atrium. Ablation catheter was being used in conjunction with a st. Jude medical agilis steerable sheath. Physician probed the atrial septum and attempted to return the catheter to the left atrium. Physician then attempted to zero the contact force but was encountering difficulties steering the catheter and was unable to steer toward the posterior wall. Physician was also unable to access an area of no-contact. Impedance was high in some areas (approximately 250-350 ohms). At this point, patient became slightly hypotensive and fluoroscopy revealed decreased contractility. Tamponade confirmed via transthoracic echocardiogram. When physician removed ablation catheter from what he assumed was the left atrium, patient quickly became hypotensive. Procedure was aborted. Patient was required extended hospitalization and remained hospitalized but significantly improved two days after the event. Patient had a medical history of atrial fibrillation. It is believed that during reinsertion of the ablation catheter, the septum may have been dissected. It is unknown if the patient had abnormal anatomy that may have increased risk of septal dissection. Physician assessed the cause of adverse event was not device related and was a risk of probing the transseptal site with the ablation catheter and sheath. During these maneuvers, there was a chance that the septum can be dissected.